Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
Additional information received indicated that patient presented to the ER with chest pain and a mirco-dislodgement was noted.

Event description:
It was reported that the lead was explanted and replaced due to a microperforation. The patient was stable post-procedure.